Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint to perform failure analysis (fa). The high resolution stereo viewer (hrsv) monitor was analyzed, and the reported complaint was confirmed. The hrsv was installed on an in-house test system and started up without any errors. The image quality was slightly blurry compared to the other test fixture monitor.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision was not clear in the surgeon side console (ssc). The vision side cart (vsc) touchscreen vision was clear. The customer proceeded with the procedure in that condition. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted no errors in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no troubleshooting steps performed during procedure, and the procedure was completed robotically with degraded vision.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the left high resolution stereo viewer (hrsv-3) monitor image was deteriorated, making vision blurry. The fse replaced the hrsv monitor to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.